Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12597. It was reported that vessel dissection occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After a 7fr non-bsc guiding catheter was inserted into the left main artery and a non-bsc 0.014" guide wire was passed through the lad and left circumflex (lcx) artery, pre-dilatation was performed with a 2.5mm balloon at 6 atmospheres with 60% residual stenosis. A 3.00 x 16 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion and a dissection occurred. A guidezilla¿ guide extension catheter was advanced to support and pass the stent; however, the guidezilla¿ also failed to cross and was broken. The synergy¿ stent was removed. The non-bsc guide wire broke and a new 0.014" guide wire was advanced pass the lcx. A 3.0 x 15mm non-bsc stent was then deployed at 8 atmospheres and the dissection did not proceed any further. After 30 minutes, follow-up coronary angiography was performed and since there was no change in the blood flow, the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the sds and stent struts were damaged the whole length and bunched. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The balloon body was reviewed and no issues were noted. Stent crimp markings present on balloon body indicating that the stent was crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12597. It was reported that vessel dissection occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After a 7fr non-bsc guiding catheter was inserted into the left main artery and a non-bsc 0.014" guide wire was passed through the lad and left circumflex (lcx) artery, pre-dilatation was performed with a 2.5mm balloon at 6 atmospheres with 60% residual stenosis. A 3.00 x 16 synergy drug-eluting stent was then advanced but failed to cross the lesion and a dissection occurred. A guidezilla guide extension catheter was advanced to support and pass the stent; however, the guidezilla also failed to cross and was broken. The synergy stent was removed. The non-bsc guide wire broke and a new 0.014" guide wire was advanced pass the lcx. A 3.0 x 15mm non-bsc stent was then deployed at 8 atmospheres and the dissection did not proceed any further. After 30 minutes, follow-up coronary angiography was performed and since there was no change in the blood flow, the procedure was completed. No further patient complications were reported and the patient's status was stable.